Event description:
During an open right inguinal hernia repair, the stryker surgical sponges frayed throughout the procedure, possibly causing contamination of the surgical wound where a mesh implant was placed. Stryker gauze sponge 8x4 12 ply. Ref. (B)(4) lot. 0246. FDA safety report ID # (B)(4).